Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer was able to log into server and no further investigation required for this device. Tss checked station logs and verified the communication was normal. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all new orders were not crossing over to all machines. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.